Manufacturer narrative:
(B)(4).

Event description:
Procedure: bullectomy. According to the reporter: the pulmonary tissue was cut but not stapled. It was necessary to convert to an open procedure. No injury reported. No permanent damage. There was no bleeding over then 500 cc. It was not necessary blood transfusion. The surgical time was not extended. The event did not prolong the hospital stay.